Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that five knives were noted to be blunt during separate intraocular lens (iol) implantation procedures. In some cases the original knife was continued while in other cases an alternate knife was obtained in order to complete the procedures. There was no impact to any patient. Additional information has been requested.